Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
(B)(6) school of engineering at (B)(6) first report of retrievals for statement of work 10 for q4 of 2024. (B)(6) is the research location, and not the facility of placement. A competitor implant was revised and reviewed for analysis reason for revision: revision due to acetabular bone fracture and loosening of a bimentum cup. No additional information will be provided by (B)(6).

Manufacturer narrative:
Reported event: an event regarding a periprosthetic fracture (leading to revision) involving a bi mentum pfrk cem cup 47 was reported. Conclusions: the reported device is an serf product. Technical investigation the technical investigation cannot be carried out because the device has not been returned. Documentary investigation of: 127502 002 - 50 units manufactured no non-compliance observed on this batch a complaint (B)(4) was recorded on this batch regarding the patient's review following pain: after investigation, the complaint did not call into question the product's quality. The checks carried out during manufacturing demonstrate the dimensional compliance of the devices. 50 units placed on the market by (B)(4) in october 2022 device compliance at the time of its market release no knowledge of the devices associated with the cup in the absence of further information: cause cannot be confirmed, no problem detected corrective action/preventive action: no action is required by stryker at this time as the investigation for this event is performed by serf.

Event description:
(B)(4) at (B)(4) first report of retrievals for statement of work 10 for q4 of 2024. (B)(4) is the research location, and not the facility of placement. A competitor implant was revised and reviewed for analysis reason for revision: revision due to acetabular bone fracture and loosening of a bimentum cup. No additional information will be provided by (B)(4).

Event description:
(B)(6) first report of retrievals for statement of work 10 for q4 of 2024. (B)(6) is the research location, and not the facility of placement. A competitor implant was revised and reviewed for analysis reason for revision: revision due to acetabular bone fracture and loosening of a bimentum cup. No additional information will be provided by (B)(6).

Manufacturer narrative:
Manufacturer entity d3 corrected to s.e.r.f societe detudes recherche fabrication.